Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar canal stenosis (lcs) and underwent posterior lumbar interbody fusion (plif) surgery at l5/s level. Post-operatively, the rod was broken. As a result, revision surgery was performed to replace the broken rod. It seemed that bone fusion had not been completed yet. No fragment of the alleged rod remained in the patient. Patient complications were unknown.

Manufacturer narrative:
Product analysis results: visual optical microscopic dimensional visual review confirmed the rod has broken. Multiple witness marks noted on rod. Optical inspection did not reveal any surface defects to the area of initial crack propagation that could contribute to crack initiation and propagation. Significant fracture surface damage and smearing is noted. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture, with initial gently convex progressive striations and beach marks through the cross-sectional area. Dimensional inspection confirms rod diameter to be within print specification. After visual, microscopic and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with cyclic fatigue as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.